Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "has a heartbeat and a sense of syncope", the implantable pulse generator (ipg) was examined and no issues were noted. It was also reported that one month later the patient felt "the heart was stopped and fainted". The ipg parameters were adjusted. Approximately two weeks post adjustment the patient "began to feel the occasional muscles around the pacemaker". The ipg remains in use. No further patient complications have been reported as a result of this event.